Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, nausea, vomiting, diarrhea, extreme thirst and was hospitalized. Customer treated their high blood glucose using manual injection. Customer was wearing the device when admitted into the hospital and was placed on insulin drip. Customer received no delivery alarm and low reservoir alarm prior to their high blood glucose. Customer declined to perform the high pressure test and advised the reservoir is clear like water. Customer was advised to monitor the insulin pump and their high blood glucose levels. Customer was advised to call back if issues persist.